Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 16) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. During troubleshooting, customer observed air bubbles in the cartridge and was able to remove them. Customer was able to load a new cartridge successfully.